Manufacturer narrative:
Adverse event (ae) assessment: the patient has not returned the ae assessor calls to allow for further investigation of the high blood sugar readings. Without speaking with the v-go user the ae assessor is unable to compare pre-v-go insulin dosing and blood glucose (bg) range to v-go insulin dosing and bg range and other factors affecting bg level. Therefore, the only information available is what was reported to the call center. This is a serious case as evidenced by the bg level over 400 mg/dl and type 1 diabetes. Device evaluation: three devices were received and evaluated for the complaint regarding the unknown device issue. Device #052187-a and 052187-b were inspected, and the functions were tested and verified to have operated as intended. Therefore, the complaint about these devices could not be confirmed. Device #052187-c was received with no needle button and compression spring; due to the missing components, the reported complaint could not be evaluated. The complaint about this device could not be confirmed.

Event description:
The patient called in to report that she has been experiencing very high blood sugar readings today. The patient mentioned that since 10am this morning she has been in the 400s area. The patient mentioned that at 4pm her reading was at 536. At 7pm it was at 560. The patient did a reading during the call and it was registering at 536. The patient bolus dosing instructions are 1 click at breakfast, 2 clicks at lunch, and 3 clicks at dinner time. The patient did mention that on today (B)(6) 2022 she gave herself 8 clicks in total. The patient also informed us that she changed her v-go device 4 times today because of the high readings that she had experienced. The patient did not report any symptoms. The patient normal readings are usually 200 or below. The patient did save 3 of the v-go devices in question and was advised that a collection box would be sent to her verified address on file. The patient is placing the v-go on her abdomen area. The patient was advised to contact her hcp for medical advice. The patient was not able to provide the product lot number and expiration date of the v-go.